Event description:
Ventilator stacked inspiratory breaths without allowing pt to exhale and without pressure pop-off. Could not duplicate problem in lab. Device sent back to technical service for eval.